Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hosp. ((B)(6) hospital) the potassium electrode lot number and expiration date were not provided. The field service representative performed preventative maintenance and adjusted the centrifugation time to 10 minutes. A pre-analytical handling issue could not be excluded. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable potassium results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 6.35 mmol/l. The repeated results were 4.57 mmol/l and 4.76 mmol/l.